Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy mr, ous, 3.0x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the fourth proximal stent row was damaged and stent strut were lifted and pulled distally. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The undamaged distal crimped stent outer diameter (od) measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube shaft. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-aug-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 2.50 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injury reported. However, returned device analysis revealed proximal stent damage.